Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure in (B)(6) 2017 and suture was used for skin closure. During use, the suture snapped. No adverse patient consequences were reported.

Manufacturer narrative:
An unopened representative sample was returned for evaluation. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. In addition, the sample was tested by tensile strength and the result is above the minimum individual strength requirement. Per the condition of the representative sample, no performance - breakage suture was observed and the sample tested met the finished good requirements.